Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval corrosion was discovered on the battery pca board. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his battery packs was not holding a charge. The pt was issued a replacement battery pack.